Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl). Customer attempted to administer correction boluses with the pump to treat bg levels; however, customer later went to the hospital where they were admitted for bg levels and diabetic ketoacidosis. While in the hospital, customer was removed from the pump and treated with an intravenous drip. Troubleshooting with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Although multiple attempts were made by tandem technical support, no additional information was provided on the reported event.